Event description:
It was reported by the aci sales professional that an (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the mid femoral head via a 6f sheath (unknown model). Peri-procedure the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed "lots" of pvd/calcium present in the vicinity of the access site and the vessel size approximately 8mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was prepped, then inserted into the sheath and when an attempt was made to inflate the balloon, the balloon would not stay inflated. The device was removed from the patient and a second mynxgrip vascular closure device 6f/7f was prepped and deployed. It was reported that the second device pulled through the tissue tract and the balloon was punctured. The patient was converted to 12 minutes of manual compression in which time hemostasis was achieved. The patient was hospitalized for an unrelated and unspecified reason.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a pin hole in the balloon, approximately 4.5mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the pin hole could not be determined. The review of the lhr (lot f1225004) indicated that the device lot met all established performance criteria prior to shipment. See medwatch report 3004939290-2012-00373 for the second device.